Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's "wires were bad." The battery was also depleted. The neurostimulator and leads were replaced on (B)(6) 2011. The pt was doing well.